Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed sinus rhythm with a first degree atrio-ventricular block. Subsequently, a permanent pacemaker was implanted. The device remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.